Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail; therefore, a revision surgery was performed in which the existing pump was removed and replaced. Upon explant fluid loss was noted due to a break in the tubing. There were no patient complications.